Event description:
The customer reported intermittent charger fail error and a high ma sensor error message displayed on the system. A pt was involved but not injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.